Manufacturer narrative:
Manufacturig site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). A letter was received from the customer, who has been troubled with post-operative pain and difficulty walking for several years since the insertion of a mesh repair for a hernia. The customer is not certain that the patient has had any allergic reaction to the mesh itself. They would like details on how this product is manufactured and produced.